Manufacturer narrative:
On (B)(6) 2015 02:25 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). Our field service engineer (fse) investigated the ventilator on-site and confirmed that the pressure transducer sub-test failed during the pre-use checks. The fse concluded that the air gas module caused the error. The air gas module was replaced and the ventilator was successfully tested and returned to service. The replaced part was retained by the customer, and no log files were received back for investigation. Replacement of the air gas module solved the reported problem but the true cause has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during pre-use checks. There was no patient involvement. (B)(4).